Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the insufflation unit had a partial cut on the faceplate (pressure) during an unspecified event. There was no patient injury reported.